Event description:
The letter alleges, that on the way back from a neighbor's residence to his home, the braking system and/or control and stability system on the hmv failed, resulting in severe personal injuries to the consumer, from which he died.

Manufacturer narrative:
Manufacturer received a summons from attorney, alleging a consumer was operating the device and an incident had occurred that resulted in consumers death. No details were provided at this time. MDR filed based on injury.